Event description:
On (B)(6) 2012 customer reported that the cap piercer on their dxc 600 pro instrument was leaking. Customer stated that the piercer squirts fluid after piercing the sample cap. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a broken piercer blade and a damaged shuttle. Fse noted that debris from the broken blade and damaged shuttle partially occluded the vacuum valve. Fse removed and cleaned the vacuum valve, and replaced the blade and shuttle. This resolved the issue and no further problems were reported. The repair was verified by established procedures.

Manufacturer narrative:
(B)(4).